Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) reported hearing beeping tones from the device. Upon interrogation, a battery depletion (bd) alert was displayed. The following message was also displayed "the indication of the remaining battery life is not accurate. Remaining battery life for eri: 92%. The device needs service immediately. Error code:bd." Technical services requested device data for an analysis of the battery. The patient remains hospitalized pending further information from technical services about the status of the device. Engineering evaluation of the device data confirmed the s-ICD was depleting normally. The bd alert was the result of continuous magnet exposure ending on (B)(6) 2023. This error may be disregarded. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event. If pertinent information is provided in the future, a supplemental report will be submitted.